Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an rn noticed the floor beneath the patient was wet with tpn fluid that was noted to be leaking from the filter of the secondary set. There was no patient harm.

Manufacturer narrative:
The customer¿s report of leaking was confirmed, however it was determined to be from the primary set, not from the extension set's filter as reported. Visual inspection showed yellow and white fluid throughout both sets and a dried dark crust on the outside of the primary set, especially around the silicone segment. Functional testing confirmed a leak from a pinhole in the middle of the silicone segment, measuring approximately 0.012 in. Long. Testing of the extension set was performed and no signs of leaking were observed. The cause of the reported leaking was a pinhole in the silicone segment pump tubing. The root cause of the pinhole is unknown.

Event description:
The customer reported an rn noticed the floor beneath the patient was wet with tpn fluid that was noted to be leaking from the filter of the extension set. There was no patient harm.